Event description:
Patient with a previous left total hip arthroplasty two years ago has had pain and catching, in addition to locking and mechanical symptoms. She has an asr component and appears to be having problems with her bearing couple. She was brought to the operating room for a failed left total hip arthroplasty and underwent revision left total hip arthoplasty with revision of the acetabular component and repair of her abductor tendons back to the trochanter using multiple suture anchors. There was a significant amount of fluid in and around the hip as well as extending all the way up to the iliotibial (it) band. The fluid was removed with suction. Multiple cultures were taken; this fluid did not appear to be infectious. There was significant amounts of what appeared to be metallosis and staining of the tissues in the hip capsule and surrounding the trochanter. There appeared to be an atrophic tear of the abductor tendon and the trochanter. In addition the trochanter was bald in many areas. It appeared that most of the gluteus medius was torn with most of the gluteus minimus intact. The posterior capsule was essentially destroyed from the inflammation. There was a significant change throughout all areas around the hip, indicating a chronic inflammatory response. The sciatic nerve was dissected, identified and protected throughout this case. Excess synovium wasexcised around the hip. Some of this was sent to microbiology as well to pathology. The hip was then dislocated. The hip ball was removed. The hip ball does not appear to have significant scuffing on it. The hip stem was checked and the femoral stem was found to be quite stable.